Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during fourth inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported and the patient condition was good.